Event description:
It was reported that during introduction of a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous right common iliac artery. As a 10.0x60x135 cm express ld vascular stent was advanced through a non-bsc 7f introducer sheath, resistance was encountered. The physician checked the device and noted that the stent was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during introduction of a percutaneous transluminal angioplasty treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous right common iliac artery. As a 10.0x60x135 cm express ld vascular stent was advanced through a non-bsc 7f introducer sheath, resistance was encountered. The physician checked the device and noted that the stent was lifted. The procedure was completed with another of same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device found that the stent was fully mounted. Stent struts from the two most proximal rows were raised from the balloon and misaligned. This type of damage is consistent with the stent meeting resistance upon withdrawal. It was not possible to insert the device through the recommended 7 french introducer sheath due to the stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).